Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to bent cannula. Customer reported that cannula bent in 3 or 4 infusion sets used. Customer's blood glucose was between 200 mg/dl and 400 mg/dl. Customer was educated on causes and prevention of bent cannula. Infusion sets would be replaced.